Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: the black box showed several unexpected pump reboots. The battery compartment and cap were undamaged and was able to fit securely. The pump powered on to the verify screen. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring, no power interruption or any other errors, alarms or warnings during the investigation. The original complaint could not be duplicated. There was no evidence of moisture observed in the battery canister or on the display screen. The pump passed a leak test and no evidence of moisture was observed when the pump¿s cover was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was moisture found in the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.